Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-physiologic oversensing and high rate non sustained episodes. In addition, there was t-wave oversensing (twos) and small r-waves observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.